Event description:
Hcp reported pt presented with signs of an infection, which included fever and pain at incision site and chest. The pt was treated with total device system explant 2004. The device was not returned to the manufacturer for analysis.